Event description:
Reporter alleged the customer obtained a result of 386 mg/dl on the advantage system with expired strips but felt hypoglycemic symptoms. Reporter stated the customer took insulin because of the reading and an ambulance was called. Reporter stated the paramedics obtained a result of 42 mg/dl and treated her with an IV of sugar. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.